Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 400 mg/dl due to a bent cannula. The customer felt symptoms of ketones. The customer was treated for their blood glucose with IV fluids. Customer stated this is the third time they received a no delivery alarm, and it would not stop delivering so she'll rewind and try again and it will work just fine for a while but then this time she rewound it and tried to put it back and it just wouldn't work so she took the pump off and went back to injections. The customer was sent new sets to resolve the issue. The customer did not return the product back for analysis.